Manufacturer narrative:
Continued d.4 serial number: device information was provided as serial number (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h11 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: no observed. ¿crease folding of implant: observed as per the investigation procedure deformation, wear abrasion, voids, cloudy and particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture. Later patient reported "defective". Healthcare professional later reported "folds". This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: no observed. As per the investigation procedure deformation, wear abrasion, voids, cloudy crease and particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture. This record is for the left side. Healthcare professional later reported "folds". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.